Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed the pe fibers were fractured and embolization coil unraveled. As the embolization coil was successfully placed and detached in the target location, the embolization coil damage likely occurred while snaring for removal from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod xls, a non-penumbra braided catheter, and non-penumbra sheaths. During the procedure, the physician successfully placed a pod xl into the target location. While retracting the catheter, the physician observed under fluoroscopy the pod xl moved into an adjacent accessory artery. A snare device was used to reposition the pod xl but was unsuccessful. While retracting the snare device, the pod xl became damaged. The physician then decided to remove the embolization coil using the snare. No part of the pod xl was left in the patient. The physician then advanced a new pod xl to the target location and attempted to detach the coil. However, the embolization coil was still attached to the pusher assembly. The physician experienced resistance removing the pod xl. The pod xl was successfully removed. The embolization coil was damaged upon removal. The procedure was completed using a non-penumbra device, the same braided catheter, and the same sheaths. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.